Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Without the actual device and/or lot number, a thorough investigation could not be performed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: end user stated that there was a leak noted at the roller clamp. Almost as though there was a cut in the tubing. The line was primed with ns and then the infusion of chemo was started. The leak was noted when chemo was present. No injury reported.